Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of the klebsiella which is a bacterium normally found in the intestines. However, klebsiella can often be associated with infections of the urinary tract which can lead to the development of kidney stones. The nurse indicted that the patient¿s nephrologist attributed the peritonitis to patient having concomitant kidney stones. Therefore, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with the peritonitis event.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. During the hospitalization, the patient had a pd culture obtained which grew the bacteria klebsiella (species not provided). The patient continued pd therapy and was treated with intra-peritoneal (ip) antibiotic therapy with ceftazidime (dose unknown). Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd treatments with the same cycler. The nurse stated the patient is recovering from the peritonitis event. Per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. The nurse indicated the patient¿s nephrologist attributed the peritonitis to complications from concurrent kidney stones.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. During the hospitalization, the patient had a pd culture obtained which grew the bacteria klebsiella (species not provided). The patient continued pd therapy and was treated with intra-peritoneal (ip) antibiotic therapy with ceftazidime (dose unknown). Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd treatments with the same cycler. The nurse stated the patient is recovering from the peritonitis event. Per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. The nurse indicated the patient¿s nephrologist attributed the peritonitis to complications from concurrent kidney stones.